Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu was returned for failure analysis testing. The iesu energized and cauterized and all ports recognized instruments. The bipolar energy issue was not reproduced. The iesu had no significant scratches or dents.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the robotics coordinator contacted intuitive technical support engineer (tse) to report the surgeon was having problems with intermittent bipolar energy. Prior to calling in, the site tried an additional instrument and energy cord to eventually continue with procedure. Tse was not able to verify logs since system was not connected at the time of the call. Tse inquired if customer tracked energy cord usage. Site stated they did not track usage of energy cables. Tse explained issue could be instrument or energy cable related and encouraged customer to return both instruments for failure analysis. Customer continued with procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred in mid procedure. The bipolar was working intermittently. The site used same generator to complete the procedure with no patient harm but could not use bipolar function for remaining time. Patient demographic was not provided.